Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer port had an intermittent connection. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis summary: analysis was completed and could not confirm the customer complaint. The analyzer bay and ribbon cable were replaced as preventive measures. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.